Event description:
It was reported that the device was used during a low anterior resection. It was reported while using the device for a low anterior resection, the surgeon fired the instrument and did not hear a crunch. The surgeon was able to trim the tissue and complete the anastomosis with another device. Patient did not experience any other consequences.